Event description:
It is reported that the patient is experiencing pain, swelling, and difficulty walking. Patient is required to wear a knee brace and take prescription medication after knee arthroplasty revision.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - modular cemented tibial baseplate size 4, left for cemented use only catalog #: 642000240 lot #: 61639238, cust nkii cong ins sz3/4/ 5 9mm lt catalog #: 620009809 lot #: 61184351, catalog #: 630007102 lot #: 61621912, and palacos r 1x40 single catalog #: 00111214001 lot #: 71364253.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. Surgical technique was followed. Review of the operative notes from the patient's previous revision identified that after entering the knee through median parapatellar arthrotomy, knee was examined. Noted to have laxity in the anterior and posterior plane. Polyethylene was removed and ultracongruent insert was inserted. Patient was noted to have excellent stability. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.